Manufacturer narrative:
(B)(4). (B)(6). Concomitant medical products: nexgen stem extension cat: 00598801017, lot#: 63033830. Distal femoral augment block with screw cat#: 00599003610, lot#: 11021862. Articular surface with hinge post extension screw cat#: 00588006012, lot#: 63596603. Stem extension straight long cat#: 00598801118, lot#: 62360518. Stem extension straight cat#: 00598801016, lot#: 63580176. Tibial block and screws precoat cat#: 00598800626, lot#: 61116412. Femoral component option for cemented use only cat#: 00588001601, lot#: 63638966. The product has not been returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018- 00007.

Event description:
It was reported that patient was revised two years after primary knee procedure due to tibial loosening.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00006. 0002648920-2018-00007. 0001822565-2018-01432. 0002648920-2018-00180. 0001822565-2018-01433. 0001822565-2018-01434.

Event description:
It was reported that the patient was revised also due to pain.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient was revised two years after primary knee procedure due to tibial loosening and experiencing pain.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. The pre-revision x-ray provided was reviewed by an hcp. It is reported that the overall fit and alignment of the implants appeared within normal limits. Additionally, it is reported that there is no lucency along the prosthesis to suggest loosening or infection. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported that patient was revised two years after primary knee procedure due to tibial loosening and experiencing pain.